Event description:
It was reported that a death occurred. The patient presented with myocardial infarction and a 90% ostial left anterior descending artery blockage was found. A percutaneous transluminal coronary angioplasty was performed and a 2.25 x 28 mm promus premier select and 2.75 x 48 mm synergy were implanted. Following the procedure, poor left ventricular function was noted and the patient died before being discharged. The official cause of death was cardiac arrest. Per the physician, the death might have been caused by the patient's anatomical condition and comorbidity.